Event description:
It was reported that an occlusion alarm 2 occurred. There was no adverse impact to the customer's blood glucose level. The caller declined further troubleshooting at the time and was advised by cts to follow up for troubleshooting when the issue is actively experienced.